Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was missing the roller clamp. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20043201. It was reported that the tubing was missing its roller clamp. IV primary tubing broke/disconnected spontaneously. Rn had flushed IV tubing with normal saline, hung on IV pole, went to attach to patient's int port, but the tubing had broken/disconnected at the base of the port proximal to the patient.